Event description:
It was reported that the arctic sun device was failing calibration for multiple errors, and they wanted to send it in for repair. Biomed was not interested in troubleshooting. Mss stated they would provide a quote for assessment and loaner. Per sample evaluation results received on 16nov2022, there was an error 80 (water check time out unable to reach calibration temperature) encountered during a calibration, expected value 6 and actual value was 6.17. The root cause of the multiple calibration test unit calibration errors was determined to be a failed mixing pump. The double bend tube and chiller evaporator outlet tube being expanded. Also, flowmeter was installed preventatively due to the old flowmeter reading close to the lower end of automated calibration and test system (acats) testing tolerance. The flow meter replacement was not part of the normal preventive maintenance process.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was failing calibration for multiple errors, and they wanted to send it in for repair. Biomed was not interested in troubleshooting. Mss stated they would provide a quote for assessment and loaner. Per sample evaluation results received on 16nov2022, there was an error 80 (water check time out unable to reach calibration temperature) encountered during a calibration, expected value 6 and actual value was 6.17. The root cause of the multiple calibration test unit calibration errors was determined to be a failed mixing pump. The double bend tube and chiller evaporator outlet tube being expanded. Also, flowmeter was installed preventatively due to the old flowmeter reading close to the lower end of automated calibration and test system (acats) testing tolerance. The flow meter replacement was not part of the normal preventive maintenance process.